Manufacturer narrative:
Result: footboard housing.

Event description:
It was reported by service report that the footboard did not have any power. No pt involvement or adverse consequences are reported.